Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers 2017865-2021-24187, 2017865-2021-24188, 2017865-2021-24190. During follow-up, a pocket infection was observed. The pocket had been washed out previously due to signs of infection. The device, the right ventricular (rv) lead, the left ventricular (lv) lead and atrial lead were explanted. A new device, rv and atrial lead were placed to resolve the event. The lv lead was unable to be positioned however, a replacement lv lead is anticipated to be implanted at a later date. The patient was stable.